Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was that the patient¿s blood glucose levels increased to approximately 19.3 mmol/l (~347 mg/dl) after approximately 49-71 hours of pod wear on the arm and did not decrease despite administration of correction bolus doses. Upon pod removal, dried blood was observed inside the cannula, suggesting a potential cannula blockage. The patient consulted a healthcare professional via telephone and email due to concerns about the elevated blood glucose; however, no in-person medical evaluation or treatment occurred. The patient subsequently removed the pod.